Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. It was reported that after the instrument was fired it was difficult to remove it from the tissue. New stapler was used and on 4th firing it misfired laying down staples on one side of cut line and not the other. There was no consequence to the pt.